Manufacturer narrative:
Exact date unknown, event occurred over a couple months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 7073466.

Event description:
It was reported that the patient experienced inadequate stimulation and the lead extension was palpable under the skin. The patient underwent a lead extension explant procedure and was doing well postoperatively. The explanted lead extensions will not be returned per hospital policy.